Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sensing had dropped and the impedance had increased. X-ray was inconclusive. The lead was explanted and replaced.